Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. The remote service engineer (rse) checked the system remotely, reviewed the logfile and confirmed that the system was showing error message ¿remote alert: priority - rmt - ipu: ippc degraded disk bay board ¿ frontal¿ which indicated the pc issues. The fse visited onsite and upon function check the fse confirmed that the ippc needed a replacement. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced the host pc, ippc and hard disks, reinstalled software, reconfigured and carried out ghost image backup. The part analysis of the defective host pc was performed in which host pc failed sdr (software-defined radio) check. After replacement of host pc, ippc, hard disks and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.